Manufacturer narrative:
Device evaluation: the report of the system controller becoming abnormally hot and failing a self test was not confirmed or reproduced during the evaluation. The returned system controller was functionally tested, the log file was reviewed, multiple self tests were performed, and the system controller's surface temperature was tested, and no anomalies or atypical findings were found. The device functioned as intended throughout the analysis. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: patient stated a week ago device monitor failed to work when connected. Patient said he did not call anyone. On (B)(6) 2014, pt. Said he noticed controller lights to be off so he went to local ER. It was determined controller was hot and was sent in to be evaluated. New loaner given to patient ref (B)(4), s/n (B)(4). Old device was (B)(4).

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt stated that the system controller was very hot, and when he performed the system controller self test the leads did not illuminate. The pt was brought to another hospital (not implanting center) and his system controller was exchanged. Another self test was not performed when the pt arrived at the hospital or after the system controller was exchanged.